Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "cracked needle hub, no aspiration during insertion". There was no patient injury. A new device was opened for use.

Manufacturer narrative:
Qn# (B)(4). The customer returned one introducer needle and lidstock for analysis. Definite signs of use in the form of biological material were observed inside the needle hub. Visual analysis revealed that a portion of the needle hub broke off the main body. The separated piece was not returned. Cracks were observed on the remaining needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a broken needle hub was confirmed through complaint investigation. Visual inspection revealed a piece of the needle hub separated from the body. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel , etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was fully implemented 23-aug-2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "cracked needle hub, no aspiration during insertion". There was no patient injury. A new device was opened for use.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Event description:
It was reported that "cracked needle hub, no aspiration during insertion". There was no patient injury. A new device was opened for use.

Event description:
It was reported that "cracked needle hub, no aspiration during insertion". There was no patient injury. A new device was opened for use.

Manufacturer narrative:
Qn# (B)(4).